Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient reported experiencing uncomfortable stimulation. As a result, the patient underwent a lead revision on (B)(6) 2017 where the 3228 lead was repositioned.

Event description:
Follow up information identified the patient¿s issue of uncomfortable stimulation has resolved, and effective therapy was restored post-op.